Manufacturer narrative:
The t:slim g4 pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer attempted to change a cartridge and received a minimum fill issue. The customer proceeded to add additional insulin to the same cartridge, and reloaded the cartridge onto the pump. Subsequently, a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.